Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e315 was displayed due to a malfunction of the camera that was in use, since it was confirmed that this was a camera issue based on the facts obtained from the investigation. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite video system center had an e315 unsupported scope error. There were no reports of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the same error occurred after the camera head was used on another tower. It was noted that it was likely a camera issue that caused the error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.